Event description:
Customer reportedly obtained results of hi (greater than 600 mg/dl), 160 mg/dl, and 150 mg/dl on the aviva system within 10 minutes. An additional comparison reported results of 75-80 mg/dl compared to 125-130 mg/dl on the aviva system within 10 minutes. Customer took an unknown amount of insulin. No adverse event reported. Requested return of suspect system and replacement was sent.